Event description:
A report was received that the patient is having trouble charging their implant. The patient went to the emergency room due to swelling and redness at the ipg site. The patient was prescribed oral antibiotics. The patient's swelling has gone down and the patient is doing well.

Manufacturer narrative:
Additional information was received that the patient was also given percocets for pain associated with the swelling and redness. The patient is no longer taking medication and doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the implanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient is having trouble charging their implant. The patient went to the emergency room due to swelling and redness at the ipg site. The patient was prescribed oral antibiotics. The patient's swelling has gone down and the patient is doing well.